Manufacturer narrative:
Mw #= mw5071961. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a bulge in the silicone segment was confirmed. The report of the pump alarming could not be confirmed or replicated. The set was visually inspected and a weakened area was noted at the top of the silicone pump segment tubing, assumed to be where the original bulge had occurred. Functional and pressure testing resulted in fluid flowing freely with no signs of ballooning in the tubing. No alarms or leaks were observed. The root cause of the customer¿s report was not determined.

Event description:
The customer reported that the device was alarming during an unspecified infusion. The nurse opened the door and noticed a bulge in the set's silicone segment. A new administration set was primed and the infusion continued without incident. There was no patient harm. The event occurred in pediatrics ICU. Received a copy of the customer's maude report from FDA, which states ¿alaris IV pump tubing became completely disconnected at area of insertion into the pump surrounding the blue plastic fitting. The area that became disconnected (split into half) was the very soft pliable area of the tubing that is inserted into the pump itself where the chamber assesses for air bubbles. Second tubing set issue was a large bubble that protruded out of the same area discussed above in the soft pliable area in the tubing. Diagnosis or reason for use: IV pump tubing dehp free, IV tubing administration set."